Event description:
It was reported that during a vertebral stenting procedure, a stent migrated. The lesion being treated was a dissection of the vertebral artery. The vessel was severely tortuous. The carotid wallstent 6.0x22mm was deployed at the lesion, but the stent migrated 8mm upward from the target lesion while the catheter was rasing to remove another manufacturer's protection device. The stent was not attempted to be repositioned. The procedure was completed. No pt injuries or complications were reported. The pt status is reported as "okay."

Manufacturer narrative:
It is indicated that the device (delivery system) was disposed and will not be returned for evaluation; the stent remains implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. It there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).